Event description:
It was reported that on (B)(6) 2025, a 21mm epic supra valve was selected for implant. Immediately post-implant, the leaflets did not close properly upon testing with a leaflet tester. The valve had difficulty closing completely, however did not have difficultly opening completely. The epic valve was explanted and exchanged for a new 19mm epic supra valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of leaflets not being coapting well upon implant and device explanted was reported. A more comprehensive assessment, including functional examination of the valve could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.